Event description:
It was reported that the first implantable neurostimulator (ins) the patient had worked really well but had only lasted less than a year. It was reported that since (B)(6) 2010 face/head injury and punch to abdomen had never provided him with as good of relief as when initially implanted.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# v002945, implanted: (B)(6) 2006, product type lead; product ID 3387-40, lot# v002945, implanted: (B)(6) 2006, product type lead; product ID 748266, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 748266, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).